Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak and stent graft infolding were confirmed based on the films provided; however, the cause of the events cannot be determined. Lack of pre-implant cts did not allow for assessment of the implant anatomy. There was no evidence of infolding or endoleak on imaging taken approx.1 year and 8 months post index procedure. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stent graft esbf3614c103e endur iis bif was implanted in the proximal aorta during a procedure to treat a 55 mm aneurysm. A CT scan performed 2 months later showed that the proximal graft was infolded, resulting in a type ia endoleak. 1.5 years later, a follow-up CT showed that the infolding had resolved. An angiogram performed the following day confirmed that the type ia endoleak was no longer present. Both the stent graft infolding and the type ia endoleak were reported to have self-resolved. Per the physician, the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: the infrarenal aortic neck diameter ranged from 30 to 32 mm, measured from proximal to distal over a 30 mm length. The neck was noted to be wide, with mild thrombus and mild calcification present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.